Event description:
Healthcare professional reports inconsistent results with the protime microcoagulation system. Protime generated 5.0 inr and reference laboratory result was 3.3 inr. Patient's therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# used during testing is unknown and was unable to be verified by the customer. Method: no related ncmrs for this instrument. Itc has requested all data required for form 3500a.